Event description:
The customer reported via phone call that they experienced low blood glucose for the past two weeks. Customer's blood glucose was 40 mg/dl at the time of incident. The customer's current blood glucose was 233 mg/dl. The customer treated their blood glucose with food. Troubleshooting found the drive support cap appeared to be normal. Customer also stated they did not expose the insulin pump to a strong magnetic field. The customer was advised the insulin pump passed troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.